Event description:
It was reported that the patients implantable pulse generator (ipg) had migrated under fluoroscopy and was difficult to charge. The patient underwent a revision procedure, and the device remains implanted and in use. The patient was doing well postoperatively.

Manufacturer narrative:
Correction to block h6.

Event description:
It was reported that the patient had a persistent pain over the spinal cord stimulator generator site. It was noted that the implantable pulse generator (ipg) had migrated under fluoroscopy and was difficult to charge. The patient underwent a revision procedure, and the device remains implanted and in use. The patient was doing well postoperatively.